Event description:
It was reported that a revision surgery was performed due to trauma. The head and liner were replaced.

Manufacturer narrative:
The associated complaint device were returned and evaluated. The lab analysis concluded, visual examination of returned oxinium head exhibited gouges to lower rim of the head. These were most likely produced during removal. Thin scratch lines within the articular surface were observed in two separate regions. These particular scratch patterns are not typical of wear but of those produced by coming into contact with instruments during removal or the metal acetabular shell at some point. The returned statements indicate the implant was revised due to trauma. It is unclear if any of the damage observed resulted from the trauma experienced by the patient. The oxinium head further exhibited more extensive damage. Sem and eds examination of this area was performed. The surface damage pattern shown is rough and some deep scratches/gouges. This is more typical of contact damage rather than longer term wear. Smoother surface (burnishing) within the region would be expected in a wear situation and this is not what is being exhibited. Eds did not reveal elements which could indicate what the component contacted. From examination and information provided, no definite conclusion can be determined as to what caused the damage to the head. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. The clinical/medical team concluded, no clinically relevant supporting documentation was provided for inclusion in the medical assessment. Based on the lab retrieval analysis, although ¿no definite conclusion can be determined as to what caused the damage to the head¿, deep scratches/gouges ¿is more typical of contact damage rather than longer term wear¿.